Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with t2 still in the channel ready to deploy along with a frayed bit of suture. There is biological debris on the returned items. A functional evaluation of the returned device finds it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that a material certification of analysis is required with each lot. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, after t1 was implanted, the needle of the fast fix 360 was unable bounce back to deploy t2. The t1 was removed using tweezers. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.